Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room due to a blood glucose level of 396 mg/dl. The customer was treated with intravenous insulin and saline and was discharged on (B)(6) 2022 with no permanent damage. Reportedly, the pump touch screen timed out faster than expected. The customer continued to use the pump for insulin therapy.